Event description:
The hcp reported a patient had an issue not long after implant. Only 4ml had been dispensed and they had expected that 15ml should have been dispensed. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).